Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On the same day the sensor was inserted, the cgm was showing 120 mg/dl higher than the bg. The patient¿s father reported that the patient woke up in the night at an unspecified time and the cgm showed 300 mg/dl. He gave himself 3 units of insulin which would normally bring his glucose level down into the 100s mg/dl. However, since the bg was much lower than the cgm it caused him to become hypoglycemic and he had a seizure at around 6:00 am. The father stated that the bg had gone down into the 40s mg/dl. The family did not try to calibrate the device due to the priority of protecting the patient during the seizure. They put cake gel sugar in the patient¿s mouth and called 911. After the patient regained consciousness a bg was checked which was 240 mg/dl while the cgm was showing 360 mg/dl. By the time the paramedics arrived the patient was doing better; they checked his vital signs, but no additional treatment was provided, and he was not taken to the hospital. The patient does not have a history of seizures. At the time of the report the patient was stable. Since the event he has been checking a fingerstick bg at each meal to verify the cgm values. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.